Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
The customer reported the nav ring is not moving. There was no patient involvement.

Manufacturer narrative:
G4:28apr2021. B4:28apr2021. The field service engineer (fse) determined the front bezel needed to be replaced. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The field service engineer replaced the front bezel to resolve the reported problem. The user interface front bezel assembly was received for failure evaluation. All tests passed. The customer returned ui front bezel assembly was tested, with no functional failures were identified.